Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). It was reported a patient experienced an unspecified infection of the peritoneum coincident with peritoneal dialysis (pd) therapy. The infection was manifested by abdominal pain. The patient reported he was not diagnosed with peritonitis. The cause of the infection was unknown. It was reported the patient was hospitalized on an unknown date for the event. Treatment was provided in the form of oral antibiotics (brand, dose, frequency and duration not reported). On an unknown date pd therapy was discontinued and hemodialysis was initiated. At the time of this report the patient was discharged from the hospital ((B)(6) 2015), hemodialysis remained ongoing and the patient was not recovered from this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient did not require hospitalization. No information was provided regarding treatment for the peritonitis event. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3.